Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. (B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat an esophageal bleed during a hemostasis procedure on (B)(6), 2011. According to the complainant, during the procedure, the technician experienced difficulties in releasing the clip from its delivery system and reportedly had to open and close their hand more than once. The clip eventually released from the delivery system and remained attached to the tissue. There was a delay in the procedure, but this did not exacerbate the bleed. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.